Manufacturer narrative:
Analysis was performed by philips onsite biomedical personnel. The nursing staff previously attempted to change electrodes and wires. The device was tested with a sim stick attached while putting different ECG outputs. The device read all the correct ECG waveforms and the reported issue was not confirmed. The product is back in service. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on the intellivue mmx indicating that the incorrect rhythm was displaying on the monitor. It is unknown if the device was in clinical use at the time of the event. No adverse event was reported.